Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 384-600 mg/dl. The infusion set site and cartridge were changed; bg continued to elevate. Manual injections were administered to address bg. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning properly. Reportedly, the infusion set was changed again. Recommendation was made to discuss event with a healthcare provider. Contact declined cts's offer to follow up.